Event description:
Pt reports that he tested 2 times for lyme's disease and received a negative result. He tested on a different test and received a positive result. Pt states that according to the hospital, studies has shown that there is a 75% failure rate with the lyme's test. Lyme's disease if detected early can be treated. However, if left undetected then it will cause health problems in patients.